Event description:
Customer reports a cracked header on reuse number 17 noted by a visual crack on the dialyzer and blood on the floor during treatment. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.